Manufacturer narrative:
(B)(4). The UDI is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of dissection is listed in the hi-torque bmw elite instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the circumflex artery. The patient presented with segment elevated myocardial infarction (stemi). An unknown balance middleweight elite guide wire was used and a dissection occurred when it was advanced towards the lesion. The dissection was treated with an unspecified stent. There was no adverse patient sequela reported. No additional information was provided.